Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 16mm in length and 3mm in diameter, de novo, concentric in shape target lesion was located in the mildly tortuous right coronary artery (rca). A jr 3 guide catheter and a choice floppy guide wire were advanced. A 20mmx3.00mm taxus¿ liberté¿ stent was selected advanced to treat the lesion. However, it was noticed that the shaft broke in the mid segment approximately 45cm from the proximal end. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).